Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 bd vacutainer® sst¿ blood collection tubes the tubes were cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6). The distributor reported that there was scratch on tube .

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/14/2021. H.6. Investigation: bd received 3 samples and 1 photo from the customer for investigation. The photo and samples were reviewed and the customer¿s indicated failure mode for scratched tubes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely cause of the scratched tube would be an equipment jam prior to the tube evacuation process with an incomplete purge of tubes affected by the jam.

Event description:
It was reported that prior to use with 3 bd vacutainer® sst¿ blood collection tubes the tubes were cracked. The following information was provided by the initial reporter, translated from chinese to english: on 7th dec, the distributor reported that there was scratch on tube .